Event description:
It was reported, the video system center displayed error b30. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field: d9 (the device was evaluated onsite, it was not physically returned to olympus). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was inspected by olympus onsite, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code b30 occurred due to communication failure caused by dirt accumulation on the connector terminal pin. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided and clarified that the issue occurred during a field service inspection by olympus.